Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. It was reported in the first post-operative night a CT scan was performed and showed massive infarction. It was also reported that there was prolonged operation time and a potential cerebral injury.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus could not be confirmed through this evaluation as no product was returned for evaluation. Additionally, the report of the pump flow dropping to zero could not be confirmed as no log files were provided by the account for review. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events, as well as a direct correlation between the suspected thrombus and the reported events, could not be conclusively established. The account reported that the patient was in cardiogenic shock and was placed on extracorporeal membrane oxygenation (ECMO) support two days prior to the implantation of the left ventricular assist device (lvad). During the lvad procedure on (B)(6) 2021, the patient was switched to the heart/lung machine and a median sternotomy surgical approach was used. A standard vein graft to the right coronary artery (rca) and thrombectomy of a left ventricular (lv) thrombus were also performed during the implant. (B)(6) was prepared according to the standard procedure and the test run in water was uneventful. The pump was placed and locked in the apical cuff and the system was started at 3000 rpm. At this time, the transesophageal echocardiogram (tee) showed flow directed into the inflow cannula. The pump speed was increased, and the flow of the heart/lung machine was reduced. The tee continued to show good filling of the left ventricle (lv) and a normal right ventricle (rv). However, as the pump¿s speed was increased up to 5000 rpm, the system showed a pump flow of 0.0 lpm. The tee showed no more flow in the direction of the inflow cannula and the patient¿s cerebral saturation dropped, simultaneously. The pump was removed, retrograde flushed and inspected but a root cause for the drop in flow could not be identified. The pump was put back in and a second attempt was made with the same result. As foreign material inside the pump could not be excluded, the surgeon decided to prepare the backup system. During the preparation of the second pump, retrograde cerebral perfusion was performed for two minutes. After multiple attempts to use the second pump with similar results, the surgeon decided to perform another test run in water with (B)(6). The test run was successful, and the surgeon decided to exchange the pumps again. (B)(6) was placed and locked in the cuff, but after starting the pump, it was still not possible to establish any flow. The tee still showed good filling of the lv and rv. As ultima ration, the surgeon decided to put a line in the arteria pulmonalis and performed a temporary right ventricular assist device (rvad) run parallel to the lvad. After this maneuver, the flow on the lvad increased. The rvad showed a flow of 4.5 lpm, and the lvad showed a flow of 4.0 lpm. The patient left the operating room (or) with stable parameters on the lvad and temporary rvad. In the first postoperative night, a cardiovascular computed tomography (cct) scan was performed and showed a massive infarction. It was also communicated that during the prolonged operation time, the patient suffered a potential cerebral injury. Information later received stated that the patient expired on (B)(6) 2021. The cause of the death was not provided; however, the vad coordinator stated that the death was not considered to be device related. Due to patient privacy laws the managing hospital did not communicate patient outcome information. However, based on a review of the available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. It was also reported that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including stroke, thromboembolism, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Section 4 also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5, under ¿warning!¿, states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the implant procedure, the initial preparation and implantation of (B)(4) showed no issues. When the pump speed was increased to 5000 prm, however, the system showed flow of 0.0 lpm. A transesophageal echocardiogram (tee) showed no flow in the direction of the inflow cannula. Simultaneously, the patient's cerebral saturation dropped. The pump was removed, retrograde flushed and inspected, but no root cause for the lack of flow could be identified. A second attempt of implanting and speed adjustment was made with the same result. As foreign material inside pump could not be excluded, the surgeon decided to prepare the back up system. During the preparation of (B)(4), retrograde cerebral perfusion was performed for 2 minutes. (B)(4) was prepared according to the standard procedure. Test run in water was uneventful. The pump was placed and locked in the apical cuff, and the system was started at 3000 rpm and tee showed flow directed into the inflow canula. After removing the clamp from the outflow graft the tee showed air bubbles in the left ventricle and ascending aorta. System was de-aired again with a needle in the outflow graft. However, new air bubbles appeared after increasing the speed to 4000 rpm. No bleeding around the apical cuff or the pump could be observed. The thoracic cavity was flooded with water, however new bubbles appeared on tee. Pump was removed, the surgeon placed additional stitches around the apical cuff, and the pump was placed back in the cuff. No more air bubbles appeared after the de-airing process. The anesthesiologist then observed a thrombus like structure under the mitral valve. Surgeon removed the pump one more time. The thrombus couldn¿t be found in the left ventricle. Before placing the pump in the cuff again, the surgeon recognized foreign material (thrombus) in the inflow canula of the pump. The material was removed and another attempt with (B)(4) was performed. Tee showed good filling of the left ventricle and normal right ventricle function. When speed was increased up to 5000 rpm, however, the system again showed flow of 0.0 lpm. Outflow graft and aortic anastomosis were checked and found to be fine. As the surgeon was not sure that all thrombotic material had been removed from the pump, he decided to perform a test run in water with (B)(4). The test run was successful. He decided to exchange the pumps again. (B)(4) was placed again and locked in the cuff, but after starting the pump it was still not possible to establish any flow. Tee still showed good filling of the left ventricle and normal right ventricle function. As uiltima ration the surgeon decided to put a line in the pulmonary artery and performed a temporary rvad to run parallel to the lvad. After this maneuver, the flow on the lvad increased. Rvad showed 4.5 lpm and lvad 4.0 lpm. Patient left the or with stable parameters on lvad and temporary rvad. Related MFR # 2916596-2021-05628.